Event description:
User experienced discrepant results when testing for phosphorus. The following examples were provided, units of measure mg/dl: initial 9.6, repeat 3.4; initial 6.3, repeat 4.1. Additional samples were also noted to have been discrepant, with initial results of 24, repeat result 4.0. No information provided regarding how many samples gave these results. The initial results were not reported. The field service representative determined there was a problem with the rinse mechanism tubing. The instrument was repaired.